Event description:
An infusion pump was used to administer insulin to pt in the ICU. Pump was programmed for 5 cc/hr from a 100cc bag. The nurse noticed after two hours that the bag was empty and the whole bag had been administered. The pump was checked and read "93cc left". Medical intervention prevented a poor pt outcome. The pump showed no failures and was removed from service and the hosp.